Event description:
Reporter alleges the implant had capsule tissue. Had mammogram that showed probable implant rupture on right. Removed implants, both had ruptured, but were contained in fibrous capsule.